Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, the additional information was received: resistance was met during steerable guide catheter advancement to the atrial septum. On (B)(6) 2018, the mitral regurgitation had been reduced to grade 2 (not grade 1 as previously reported).

Manufacturer narrative:
Internal file number - (B)(4). This event has also reported as a duplicate under MFR report# 2024168-2020-02715. The device was not returned for analysis. Based on the information reviewed, the reported tissue damage appears to be due to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was received: there was no unusual resistance observed while advancing/positioning the steerable guide catheter. This event has also reported as a duplicate under MFR report# 2024168-2020-02715.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information as reviewed and a conclusive cause for the reported physical resistance while advancing the steerable guide catheter (sgc) could not be determined. However, the reported tissue damage appears to be due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is reportedly not returning for analysis. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The mitraclip clip delivery system is filed under a separate medwatch report number.

Event description:
This report is filed as tissue was noted on the device during use. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4-4+. The patient presented with leaflet tethering. While advancing the steerable guide catheter (sgc) though the transseptal puncture, atrial septal tissue possibly adhered to the sgc. Following, clip delivery system (cds0502 80817u122) was advanced without reported issues. While using the m knob and after obtaining a straddle position, tissue was noted on the clip. Reportedly, this is thought to be the same atrial septal tissue from the sgc. The cds with the un-deployed clip was removed without reported issue. Another cds was used in replacement and one mitraclip was implanted, reducing the mr to grade 1. There was no adverse patient sequela reported and there was no clinically significant delay due to the device. There was no device malfunction reported and no treatment was provided regarding this issue. No additional information was provided regarding this issue.